Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging that the pump dispensed insulin during the load step. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump dispensed insulin during the load step. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
Follow up #1: submitted: (B)(4) 2012. Device evaluation: a retained cartridge sample from lot # b201831 was evaluated. A visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, fill test, and force test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
Device evaluation submitted (B)(4) 2012. Follow-up #2. The pump was returned to animas and evaluated by product analysis on (B)(4) 2012, with the following results: testing was unable to verify or duplicate reported "load step malfunction." No defect was found on the force sensor circuit. No prime issue duplicated during testing. The pump was opened, the oled and force sensor flex pins are intact with no evidence of dislodging. Black box review shows no evidence of "load step malfunction" alarms. No unusual "loss of prime" warnings observed. The force sensor calibration reading is within specification. Performed "ez-prime" operation successfully.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. 2531779-03/24/2010/003-r.